Event description:
Clinic notes were received for a patient's referral for generator replacement. The clinic notes indicated that the vns device was no longer functioning. Attempts to obtain additional information regarding this event have been made but have been unsuccessful to date. No further relevant information has been received to date.

Manufacturer narrative:
The initial report inadvertently did not include the information from the diagnostic data.corrected data: the initial report inadvertently had the incorrect evaluation codes selected.

Event description:
Clinic notes were received indicating that the patient's device had system diagnostics within normal limits.

Manufacturer narrative:
The initial reported accidentally reported that the patient was explanted on (B)(6) 2017; however, the patient wasn't explanted.

Event description:
It was reported that the physician said that the patient's battery was depleted and that the patient had already went back to as many seizures as prior to the vns. A review of the manufacturer's programming history database found that the patient's generator's intensive follow-up battery status indicator flag had been triggered at the time of the initial report. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion (near end of service- yes). Product return is not expected. No further relevant information has been received to date.